Event description:
It was reported that at the time of deployment, the biorciha screw broke off. No patient injuries were reported. No delay reported and backup available to complete the procedure.

Manufacturer narrative:
Updated information. One sterile (B)(4) 8x30 mm biorci ha screw returned. The complaint stated: ¿the biorci ha screw broke¿. Dimensional inspection verified that this was an 8x30mm product. The complaint indicated ¿it was reported that the screw broke during the procedure, however, all the parts were removed from the patient.¿ the screw is in poor condition. It has torque fracture at the distal end. Approximately 5mm of material is absent. The distal portion was not returned. Threads have been damaged; distorted and rolled. The head shows signs that stripping began. The physical condition indicates difficulty with proper insertion and excessive force applied. Instructions for use recommendations say: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion¿ and ¿excessive force should not be placed on the delivery instrument¿. No root cause related to the manufacturing of this device was confirmed. Corrected information.

Event description:
It was reported that, during an acl reconstruction surgery, at the time of deployment, the biorci ha screw broke off. The broken pieces were securely removed from the patient. A back-up device was available to complete the procedure without any delay. No patient injuries were reported.

Manufacturer narrative:
One 7207675 sterile biorci ha 7x25mm 8mm head screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Final product met predetermined specifications upon release to distribution.